Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 548 mg/dl. The customer treated with manual injections. The customer stated that she is currently dealing with renal failure. The customer stated that her highs have been attributed to potassium buildup and an infection around her heart. The customer stated that she does not believe that her pump is responsible. The customer was advised to check for air bubbles. The customer stated that there are no air bubbles present. The customer was advised to call helpline for assistance with the pump.